Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts have been made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: (B)(4): the clips won't stay on the suture. Also happen while using the 2-0, 3-0, and 4-0 coated vicryl. (B)(4): represents the ambiguous number of events. How many clips won't stay on the suture? Unknown how many using 2-0 coated vicryl? The 2-0 was not used how many using 3-0 coated vicryl? Yes, used but number unknown how many using 4-0 coated vicryl? Yes, used but number unknown what is the total number of procedures reported in this product complaint? Still ambiguous, the facility went through two full boxes of clips so several cases are assumed. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No, the facility told the sales rep all at one time. Package lot number of the clips? 102bp7. Please provide the applier product code and lot number? Ka200 lot number was unknown at the time of the call. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). There could of been with the first batch, but the appliers were replaced. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Every once in a while, one would lock and then they would not or they would. "It was hit or miss". Was the applier checked for damaged (jaws straight and aligned)? Yes, the applier was checked and no damage was noticed. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes, they would have pulled the suture tight.

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on (B)(6) 2025 and a suture clip was used. During the procedure, the clip would not stay on the suture. Another like device was used to complete the procedure. It was stated that the staff indicated that they have tried these on other suture but this will also happen. There were no adverse consequences reported. Additional information was requested.